Event description:
It was reported difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 30mm watchman laa closure device and delivery system (wds) were advanced. After deployment of the wds, difficulty recapturing the device was experienced. The wds was removed, and the procedure was completed using a new wds device. No patient complications occurred, and the procedure was concluded.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system (wds) was received for analysis and the reported event was not confirmed as clinical circumstances could not be replicated. Returned device consisted of the wds with the closure device in the sheath, and blood in the device. Visual inspection revealed no damage or defect. Microscopic inspection under the microscope found the tip was damaged as the tri-cuts were flared, and abrasions were within the wds sheath tip. The closure device had anchor damage. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the wds device during insertion, advancing, and manipulation.

Event description:
It was reported difficulty recapturing the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned at the laa and a 30mm watchman laa closure device and delivery system (wds) were advanced. After deployment of the wds, difficulty recapturing the device was experienced. The wds was removed, and the procedure was completed using a new wds device. No patient complications occurred, and the procedure was concluded.